Event description:
The customer reported seeing at his endocrinologist due to low blood glucose. The blood glucose reading at time of call was 128mg/dl. The customer experienced uncontrollable diarrhea, vomiting, and pneumonia. The caller stated that his blood glucose was up and down. Troubleshooting was performed. Reviewed the alarm history and found battery out of limit and low reservoir alarm. Checked the prime technique and programming and they were correct. The reservoir was showing the same amount of insulin as shown on the status screen. The displacement was performed and passed. The customer mentioned that he had cancer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.